Event description:
In the remote monitoring report of a patient initiated transmission (pit), paramedics found that the dates of episodes were incorrect and inconsistent. Furthermore, the real-time egm was unavailable. The preliminary analysis revealed that the date issue was caused by an depleted internal battery in the remote monitor and the missing egm was due to an inappropriate software management issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
In the remote monitoring report of a patient initiated transmission (pit), paramedics found that the dates of episodes were incorrect and inconsistent. Furthermore, the real-time egm was unavailable. The preliminary analysis revealed that the date issue was caused by an depleted internal battery in the remote monitor and the missing egm was due to an inappropriate software management issue.